Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the visual inspection of the returned instrument shows that the hex tip is partially broken off. The hex tip piece is missing and was not returned with the complaint. This issue was addressed on several prior complaints (B)(4). The device in this complaint was produced in january 1998 prior to implementation of the corrective action. This complaint is valid, and an internal corrective action has been opened to address this issue.

Event description:
This report is for file (B)(4).

Event description:
It was reported that during a subtalar arthrodesis procedure the tip of the cannulated 4.0mm hexagonal screwdriver broke off in the head of a screw. The surgeon was able to retrieve the broken piece and it was discarded. The surgeon used another screwdriver to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).